Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that according to the doctor, there was no problem prior to the non-detachment, and the coil was detached by the emergency detach.

Manufacturer narrative:
Hcp initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the lever of the detachment device was pulled, the device advanced and could not separate. The same problem occurred with a different coil after the emergency separation, so it mightbe a problem with detachment device. When the detachment was replaced with a new one, it could be separated as usual. There was detachment failure. The physician attempted to detach the coil with the instant detacher more than 3 times. The physician tried to detach with another instant detacher. There were 3 manual attempts at detachment via hypotube. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  Ancillary devices include a sl-10 microcatheter.